Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range pacing impedance measurements. This lead also exhibited high pacing thresholds and loss of capture at max output. A lead revision procedure is expected at a future date. This lead was subsequently explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range pacing impedance measurements. This lead also exhibited high pacing thresholds and loss of capture at max output. A lead revision procedure is expected at a future date. This lead remains in service. No adverse patient effects were reported.